Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in the hospital for a routine generator change. During the procedure, the physician had difficulty disconnecting the right ventricular lead from the pacemaker header. The lead was connected to the new device and the procedure was completed. The patient was in stable condition.